Manufacturer narrative:
The returned device was received, and an evaluation/analysis was completed. Device history record review confirms the pump passed all post sterile inspection checks. Fluid leak ¿ side arm: the fluid leak was related to a damaged/cracked side arm based on the returned product investigation; however, the cause of the damaged side arm could not be determined without sufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 catalog number, d4 serial number and d4 unique device identifier were updated, corrected accordingly.

Manufacturer narrative:
B5 initial event description was omitted from the initial report and was added. D6b explant date was added as it was omitted from the initial report that was submitted. D9 device was returned and date was added. H6 type of investigation was updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The medical doctor reported a leaking purge line at the purge filter. Recommendation was given to exchange the pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported about a leaking purge line at the purge filter. Recommendation given to exchange the pump but the physicians decided to let it stay in place as long as no alarms depending the purge pressure/flow will occur. They use bone wax from the perfusionists to stop the leaking fluid.